Event description:
An arthrex reusable 3.0 drill bit was being used during a reverse total shoulder replacement. Approximately 30mm of the distal end of the drill bit broke off and was lodged in the bone. Decision made to leave tip in the bone in the best interest of the patient.